Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 40 mg/dl. Customer reported they had a low blood glucose the day she got on the new insulin pump, she had ongoing issues with low blood glucose as she always had. Customer reported her doctor made adjustments to her basal rates to correct the issue when she got on the insulin pump. Customer was treated with food. Customer has been experiencing low blood glucose and for ongoing issue with the customer, she was working with her doctor in regards to this issue. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode. Customer does not alleged insulin pump was over delivering. Customer declined to troubleshoot as she stated that she normally was low and high all the time and that¿s why they put her on this insulin pump. The insulin pump will not be returned for analysis.